Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 62-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the pump became mal-positioned. The pump was shallow and posterior. The physician declined to reposition, and the pump was removed.